Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. DHR review was completed. Part: 03.010.019; lot: 8381427; manufacturing site: (B)(4); release to warehouse date: 29.apr.2013. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Investigation site: (B)(4). Selected flow: 5 broken. Visual inspection of the depth gauge shows that the measuring hook is broken off at the scale body. Unfortunately the broken of hook was not received for investigation. Therefore it is not possible to measure the relevant dimensions. However, the part is broken apart and therefore this complaint is confirmed. As the part was released after final inspection with carried out functional test in april 2013 we have to assume that this breakage occurred after multiple use. The broken surface of the remaining hook is homogeneous what indicates material conformity as well. We are not able to identify the root cause for the breakage with the material available. As the device was long term in use, we exclude manufacturing related issue as root cause. Excessive applied mechanical force to the hook may have caused the breakage. Therefore no further investigations are needed. No product fault could be identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) for tibia diaphysis fractures on (B)(6) 2018. During the procedure, surgeon took measurements of one (1) of the distal holes for the last side stoppage when the depth gauge broke. The device broke where the scale and the adjacent gauging component were assembled. Surgery was completed with no delay and no adverse consequence to the patient. Surgeon stated the patient had good bone quality and the depth gauge may have made slight contact with the bone. It was further reported the breakage occurred outside the patient¿s body, no fragments were retained in the patient. Evaluation of the returned device revealed the measuring hook is broken off at the scale body. The broken fragment was not returned. This report is for one (1) depth gauge. This is report 1 of 1 for (B)(4).